Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was (not) able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not detect a patient connection through its defibrillation electrodes. In this state, the need for therapy could not be determined, if it were needed. The patient did not survive, but the healthcare professional involved does not believe that the reported issue contributed to the patient outcome.

Manufacturer narrative:
Stryker reviewed the downloaded electronic device records and the reported issue was unable to be verified. Root cause is unable to be determined. No parts were replaced.

Event description:
The customer contacted stryker to report that their device would not detect a patient connection through its defibrillation electrodes. In this state, the need for therapy could not be determined, if it were needed. The patient did not survive, but the healthcare professional involved does not believe that the reported issue contributed to the patient outcome.